Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with contributing factors including under-announcing meals and subsequent rapid glycemic rebound that led the system to deliver correction doses and a second low; the user treated the initial low with oral glucose sources and later completed a factory reset with healthcare provider authorization. Symptoms included low blood glucose. Outcomes included no reported hospitalization and successful device reset with counseling that the system would relearn insulin needs over approximately two weeks. Investigation included troubleshooting and education regarding meal announcing, low glucose treatment, and guided factory reset with setup verification. Investigation of this case revealed user-related use error related to carbohydrate announcing and low treatment quantity, with the device functioning and able to be reset and return to automated operation. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause unclear for the hypoglycemia episode. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.